Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped nd found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and scrapped, revealing evidence of foam degradation in the form of visible foam particles. After evaluating the device, the third-party service center scrapped it. This supplemental report is submitted to finalize the report and to update the following previously reported information that was submitted incorrectly: describe the event or problem, manufacturing site, operator of device, product UDI, device available for evaluation, initial report sent to FDA, occupation, manufacturer date, reason device not eval, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, usage of device, remedial action, and recall (z) number. The previous b5 omitted mentioning the multiple error codes. It has also been updated in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and scrapped, revealing evidence of foam degradation in the form of visible foam particles. Additionally, multiple error codes were present: e130 (e130 / error 130: err_task_wdog_timeout), e200 (e200 / error 200: err_rtos_abort_error), and e053 (e053 / error 53: err_comp_log_sem_timeout). After evaluating the device, the third-party service center scrapped it.